Event description:
The customer received analyzer alarms and shut down the analyzer. After rebooting, he received other alarms and found the fuse was blown. He shut down the analyzer again to replace the fuse and when he rebooted, he saw smoke coming from the analyzer. The customer shut down the analyzer again and checked the fuse. He noted it was burned out and the fuse holder was burnt. The smoke dissipated quickly and did not cause anyone any problems with breathing. They did not have to evacuate. No patients were involved. There was no adverse event. The field service representative found the fuse melted and created a fire which damaged the power supplies. He replaced the power box and initialized the system. He performed a system check and the customer ran calibration and qc which were to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.